Event description:
It was reported that the patient presented for device exchange procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.